Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, minimum fill notifications after loading multiple cartridges. Reportedly, the cartridge was filled with approximately 450 units of insulin. There was no reported impact to the customer's blood glucose level. The customer was able to load a new cartridge successfully.